Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper with kinectiv technology stem (00-7713-013-00, 61610146), versys femoral head (00-8018-036-02, 61368546), trilogy acetabular shell (00-6200-058-21, 61417317), trilogy acetabular liner (00-6305-058-36, 61620357). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00462. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately six years post initial surgery due to pain, instability, elevated metal ions and repair of abductor tear secondary to mechanical complication of the hip prosthesis and trunnionosis. Intra-operative findings included fluid around the joint, significant corrosion on the trunnion, significant corrosion on the female trunnion of the femoral component and no corrosion noted on the female insertion site of the stem. A ceramic head was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the conical taper of both devices shows dark debris and a circumferential groove pattern. Damage is seen below the conical taper of the neck. The elliptical taper exhibits surface damage. The neck was submitted for further analysis. Analysis determined damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Additional information does not change the root cause of the previous investigation. A definitive root cause cannot be identified. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records reviewed by a health care professional and identified the following: revision op notes were reviewed and identified patient was revised due to pain and elevated metal ions. Abductor tendon tear noted in pre/postop diagnosis. Patient presented with significant bilateral hip pain, elevated cr and co levels, infection ruled out. No purulence or masses noted, no sign of infection, no metallosis present. The femoral head component was removed, this showed significant corrosion on the female trunnion attachment but minimal wear. The modular neck was removed as well. This had significant corrosion on the trunnion as well. Stem and shell were well-fixed. Impinging soft tissue removed from the shell. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.